Event description:
Additional information: the health care provider later reported that the cause of event was a flipped pump; inability to refill comfortably. It was noted that the pump flipped within 48 hours of the initial implant and was unreported. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product typ programmer, patient, product ID 8711, serial# (B)(4), implanted: (B)(6) 2012, product typ catheter, product ID 8590-1, lot# n307888, implanted: (B)(6) 2012, product typ accessory. (B)(4).

Event description:
It was reported that the pump was flipped and revision was scheduled for late (B)(6). When attempting to activate a bolus, the patient was consistently getting the poor communication screen on the personal therapy manager and was only able to receive boluses on rare occasions. The pump contained baclofen. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.